Event description:
It was reported that the system 9800 workstation would not roll presenting a problem with system transport. There was no adverse patient involvement reported. There was no patient information reported. A ge service representative performed an on site investigation. The malfunction was verified. The system was tested and found to be working as intended and placed back into service.

Manufacturer narrative:
A ge service representative performed an on site investigation. The brake was inspected and the mechanism tightened. The operator moved the system and engaged the brake and was satisfied with the performance. The system was tested and found to be working as intended and placed back into service.